Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, open surgery was performed due to acute peritonitis. The surgeon resected small intestine and used a reload at side-to-side anastomosis. After he stopped the bleeding ,the surgeon closed the entry hole with the same type of reload (the open-lumen, functional end-to-end anastomosis). Four days after operation, a massive bleeding was noted and re-operation was performed. The surgeon manually sutured small intestine by side-to-side anastomosis. Patient is now in good condition.